Event description:
Rep reported that during a spinal procedure the surgeon noticed while using fleuro for a pedicle placement, the patties could not be seen. There were no adverse consequennces. The pattie count was correct. It was also communicated that competitor product was tried as well and could not be seen. There were no delays.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new (B)(4) generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
Rep reported that during a spinal procedure the surgeon noticed while using fleuro for a pedicle placement, the patties could not be seen. There were no adverse consequences. The pattie count was correct. It was also communicated that competitor product was tried as well and could not be seen. There were no delays. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Eval summary: device is not available.